Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly. The device passed all functional testing including the delivery volume accuracy test. After testing, it was concluded that the unit was operating within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient passed away, and the police reported that it may have been due to the patient's diabetes. It was stated that the patient may not have been on insulin pump therapy for very long. It was stated that the insulin pump had cracks on the battery compartment. Nothing further was reported.